Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reports that the mx40 has a "speaker malfunction" inop/ error code but did not confirm local audio. The device was not in use on a patient at the time of event.